Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel® dxl 800 access® immunoassay system for one patient. A patient sample gave an accutni result of 0.57ng/ml and repeated at 1.66ng/ml. Upon repeat on a different instrument it gave a result of 0.09ng/ml. Two other samples obtained from this patient gave results of 0.07 and 0.12ng/ml. Upon repeat, they gave results of 0.40, 0.05ng/ml and 0.52, 0.05ng/ml respectively. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was on-site in 2009. Fse ran a system check, precision run and qc which all passed within specifications. Fse has continued to monitor the system and customer has had no further issues a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.